Manufacturer narrative:
An outside of the united states (ous) customer obtained an elevated atellica im total hcg (thcg) lot 360 patient sample result that was discordant relative to retest results using the same sample as well as additional sample draws from the patient. Siemens' investigation included an assessment of reagent and instrument. -quality control (qc) for biorad immunoassay plus liquichek lots 85361 and 85362 were reviewed and recovered in range on the day the discordant result was generated. -no other sample discrepancies were reported for samples tested with thcg pack ID# (B)(4) that generated the discordant result. -the calibration was used to generate 61 other thcg results with pack ID# (B)(4) and no other discrepancies were reported. -thcg was aspirated prior to lh, prge and ee2 from sid# (B)(6). Thcg was the only assay impacted. -sample and reagent merged trace files were reviewed for the discordant sample. There was no evidence of an aspiration or dispense issue impacting the delivery of the 25ul of sample nor the delivery of thcg lite or solid phase reagents. -autocheck data was reviewed for the time of this event and was found to be within acceptable limits but wash station vacuum was running slightly low. Siemens recommended action plan for customer, and the siemens customer service engineer (cse) found serum splatter from under the sample dispense port. Area was cleaned and parts were replaced. Instrument performance following service was verified by running thcg precision and accuracy studies. All qc replicates recovered within published insert ranges. Patient samples were tested in replicates of 10. Thcg precision was within expectation. Based on available information, the cause of the discordant atellica im thcg patient sample result is inconclusive, but isolated to a single sample. The instrument is operational, and the reported issue has been resolved by standard service and maintenance activities.

Event description:
The customer obtained an elevated atellica im total hcg (thcg) lot 360 patient sample result that was discordant relative to retest results using the same sample as well as additional sample draws from the patient. The initial elevated result was reported to the physician and was questioned. Additional samples from the same patient were drawn on different days and tested and the results were lower. The customer also retested both the initial sample and the 2nd sample and both results were low. There are no known reports of patient intervention or adverse health consequences due to the event.